Event description:
A mass or clot was found on this ra lead. This lead and the associated pacemaker were explanted. There is no replacement at this time. The rv lead was capped. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.